Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure the guide wire got stuck in the left ventricular (lv) lead. The guide wire was eventually removed and the lead was implanted. No patient complications have been reported as a result of this event.